Event description:
The facility's technician reported a fail code 810:11, which did not occur during pt use or biomed testing. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.